Manufacturer narrative:
Device received with critical pump error (open book image) after battery insertion due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Tested with a test p-cap and the test p-cap locked in place properly. Unable to verify blank display anomaly due to critical pump error. Corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via telephone that the customer received a blank display. They stated that they went swimming and that the pump was exposed to moisture. The customer¿s blood glucose was 5.5 mmol/l. The customer also mentioned that there were cracks on the reservoir compartment. The insulin pump will not be returned for analysis.